Manufacturer narrative:
Corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and three months following the implant of this transcatheter bioprosthetic aortic valve, a failure of the valve was identified. The primary mode of the valve failure was structural valve deterioration, predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration (hvd). The hvd was specified as a new occurrence or increase of = grades of intra-prosthetic ar resulting in = severe ar. The patient was hospitalized five days after the valve failure was identified. Ten days later, reintervention was required and a non-medtronic transcatheter aortic valve (tav) was successfully implanted valve-in-valve. The patient was discharged 18 days after admission.